Event description:
Using advanced medical optics complete moisture plus contact lens multi-purpose lens cleaner. My eyes burned, they became itchy, and my eyes teared. I stopped using the product. The problem went away. Dose: daily, route: intraocular. Dates of use: fourteen (14) days. Diagnosis or reason for use: contact lense cleaner lubricant.